Event description:
During a remote follow-up, increased pacing impedance was observed on the right atrial (ra) lead. No intervention has been performed. The suspected cause of the event was due to fibrosis on the lead tip. The patient is stable and will continue to be monitored.